Manufacturer narrative:
The reported 3.5mm x 16mm locking hexalobe screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 3.5mm x 16mm locking hexalobe screw (part number 30-0236) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 2 of 3) it was reported during surgery that two 3.5mm x 16mm locking hexalobe screw heads broke off. The shafts off both screws were not removed, therefore they remain in the patient's bone. The surgery was completed with no delay. No adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2025-00036 - 3025141-2025-00038.